Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was unsure whether they were using auto mode feature on insulin pump or not at the time of low blood glucose event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 52 mg/dl. Customer's other blood glucose value was unknown. The customer did not provide details regarding symptoms and treatment of low blood glucose. The device was not expected to be returned for analysis.